Event description:
Information was received from a patient representative regarding a patient with an implantable pump. The indications for use was non -malignant pain. It was reported that the patient's representative (caller) stated that 'after several years,' the patient's pump was not helping them, so the doctor titrated the pump down. The caller stated the pump was no longer active, and every once in a while, the patient would hear an alarm, but now the pump is alarming constantly because it's old and the battery was going down. The caller stated they called the office of the physician managing their pump, but they refused to see the patient at all and said the patient should see their primary care provider, who has no clue on what to do and no equipment to do it with. The caller also called the administration of the clinic the patient is at but had not received any return phone calls about the issue. The caller stated patient had baclofen and some type of pain medicine in the pump but medicine name was unknown. The manufacturer's patient services specialist (pss) reviewed considerations, emailed physician listings, and redirected the caller to the patient's healthcare provider.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-16, additional information was received from a manufacturer representative (rep). It was reported the patient's pump has been off for years and despite that, they are hearing the pump audible alarm. The caller stated they attempted to interrogate and was unsuccessful. The caller stated the family has stated the audible alarm sound is less than it was, but seems continuous now. Troubleshooting actions were discussed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.